Event description:
It was reported that the user experienced repeated occlusion alerts while using an infusion set (inset) with the ilet, initially observed drops in the tubing, dismissed the alert to resume delivery, then performed a full supply change after a subsequent occlusion; a fingerstick blood glucose was 364 mg/dl, and the user completed a calibration. Investigation of this case revealed an obstruction of flow associated with the connector/coupler, with findings consistent with a deformation problem. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.